Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a planned treatment procedure was performed when the issue happened. The procedure was completed as planned by using the same system used fluoroscopy only. Philips remote service engineer (rse) examined the system remotely and confirmed the reported malfunction. Upon troubleshooting, rse found the database malfunctioning, preventing the storage of fluoroscopy images. To resolve the issue, rse recreated the frontal and lateral database. After recreating the frontal and lateral database, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure completed on the same system used fluoroscopy only. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to produce x-rays. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.